Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. The skin abrasion is likely related to device use, although non-serious. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
An 81-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's daughter notified novocure that the patient had experienced a fall, resulting in a skin laceration approximately 4.5-5 inches in length located on the right posterior side of the head, beneath the transducer arrays. The patient was treated at the hospital, where four staples were placed to close the laceration. A (CT) computed tomography scan was performed and there were no significant findings. Optune gio therapy was temporarily discontinued. The image provided depicted the right posterior aspect of the head with a single longitudinal laceration with four staples in place. Additionally, an area of a small skin abrasion with mild erythema was visible at the lower right margin of the laceration. On (B)(6) 2025, the patient's daughter reported that the staples were removed on (B)(6) 2025, the laceration was healed, and the patient had resumed optune gio therapy. Multiple attempts were made to contact the prescribing physician for further information, although no reply was received.